Event description:
Caller reported that a cartridge alarm 20 occurred. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer replaced the cartridge and resumed insulin delivery.